Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 49.5-53.5cm from the connector pin. The silicone insulation was abraded and the re conductors were visible. External insulation abrasions due to lead friction to the ICD can were found at 13.0-13.5cm, 15.9-16.2cm and 17.1-17.4cm from the connector pin. The etfe coating was intact at these locations. External insulation abrasions due to lead friction to another device were found at 13.0- 13.5cm and 18.0- 18.9cm from the connector pin. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise and inappropriate shocks.

Event description:
It was reported that high hv lead impedance and unanticipated therapy due to noise were observed. Externalized conductors were noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.